Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11 the reported event could not be confirmed with the available information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). D10: unknown head unknown. G2: foreign: italy. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Minimum two-year outcomes of the zimmer g7 modular dual mobility cup in primary total hip arthroplasty: survivorship, complications, clinical and radiographic results. Minelli m, longobardi v, di francia vp, d'addona a, rosolani m, della rocca f. J clin med. 2025 oct 7;14(19):7071. Doi: 10.3390/jcm14197071. Pmid: 41096151.

Event description:
It was reported in a journal article that the purpose of the study was to assess survivorship of modular dual mobility cup implanted. The study reviewed 105 unilateral joints (32 men/ 73 women). The study population had a mean age at surgery was 73.8 years (range 35.0¿97.0 years). Primary unilateral tha (total hip arthroplasty) using cementless g7 dual mobility acetabular system cup implanted in all cases. Porous plasm spray (pps) in 67 cases, osseo ti porous structure in 38 cases. 8 femoral heads were cocr and 97 were ceramic, all including highly crosslinked polyethylene mobile liner. A variety of femoral stems were utilized. Femoral stems were cemented in 31 cases (29.5%) and cementless in 74 patients (70.5%); a standard cementless stem was used in 69 cases (65.7%) and a conical tapered stem was used in 5 cases (4.8%). The standard cementless femoral stems were 45 cls spotorno hip stem 135 neck stems and 24 cls spotorno hip stem 125 neck stems. Conical tapered cementless stems were 3 zimmer wagner cone 135 neck stems and 2 zimmer wagner cone 125 neck stems. Cemented stems were 31 zimmer ms30 standard neck stems. Follow-up was conducted at minimal 2 years with a mean length of follow-up of 30 months (range 24-72). Complaint 1: it was reported in a journal article that 1 patient underwent revision with short to medium head exchange due to non-traumatic posterior dislocation on an unknown date. No further information provided.